Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (372 mg/dl). Customer delivered two correction boluses to treat elevated levels. System check was performed with tandem technical support and no issues were found. Customer indicated that supplies were due to be changed. Recommendation was made to discuss blood glucose levels with health care provider.